Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that her stimulation was turning on without prompting. In addition, it was reported that the pt's left leg is feeling cold. She is said to experience the latter issue regardless of the stimulation's function. Follow-up on this matter found that the pt's scs system was reprogrammed and new programs were added to her therapy regime. The reported coldness is no longer present when the pt's stimulation is functioning. Furthermore, the programmer's magnet mode was set to off.